Event description:
It was reported that the patient presented for a generator change procedure. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable and was discharged.